Event description:
It was reported that the patient underwent a transforaminal interbody fusion at l4-5 with use of a cage filled with bone matrix plug, harm's technique to treat post laminectomy syndrome with spinal stenosis and degenerative joint disease l4-5 and l5-s1. Bilateral lateral posterior spinal fusion l4-l5-s1 with use of autologous bone graft with bone matrix plug. Pedicle screws at l4-l5-s1. After all screws were in place the interspace of l4-5 was distracted to restore height. A 12x22 cage was used filled with rhbmp-2/acs. At 688 days post-op, the patient reported a decrease in pain for the first month but then progressively began developing severe pain. Patient also began to develop this kind of draining sinuses coming from multiple positions in his back. Antibiotics clear up the sinus problem but as soon as the antibiotics stop they begin draining again. Patient reports constant, severe, sharp, stabbing pain. Film study demonstrates instrumentation at l4-5 and l5-s1 with interbody at l4-5. CT scan demonstrates full consolidation at the l4-5 level with interbody as well as posterolaterally. L5-s1 "there is posterolateral fusion actually that is complete although it is quite difficult to tell. There is no interbody fusion, but I do not see any severe nerve root compression throughout the lumbar spine." Lab work did not demonstrate any signs of infection but a question of whether the patient has an allergy to the hardware is also a possible explanation for the draining regions of the lumbar spine. Surgeon could not rule out pseudoarthrosis and did not re commend any specific intervention since there is no haloing of the screws indicating movement.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
(B)(6) days post-op, the patient presented with continued low back pain extending into the thoracic area. An MRI of lumbar spine demonstrated "post-operative changes related to fusion of l4, l5, and s1. There are signal changes within the anterior epidural space on the left at l4-l5 reflecting granulation tissue and/or development of a bony ridge. I cannot exclude an underlying extruded disc herniation. The above appears to impinge on the left l5 nerve root." (B)(6) days post-op, a superficial wound culture showed no growth after 2 days of incubation. (B)(6) days post-op, a superficial wound culture grew mixed cutaneous flora. (B)(6) days post-op, a culture for anaerobic bacteria with gram stain found no anaerobes isolated. (B)(6) days post-op, the patient reports history of chronic back and bilateral leg pain, weakness of legs with balance problems, numbness around the buttock area for five years. (B)(6) days post-op, a CT scan of the lumbar spine demonstrated "stable postoperative changes related to posterior lumbar fusion of l4, l5 and s1. Bony fusion appears complete at l4-5 but is questionably incomplete at l5-s1. There are stable mild disc bulges at l2-3 and l3-4. Left-sided bony bridge at the l4-5 level contributes to the left-sided lateral recess and neural foraminal narrowing with questionable impingement of the left sided l5 nerve root. Bilateral neural foraminal narrowing at l5-s1 is also reidentified. Evaluation is otherwise limited secondary to metallic streak artifact from the post surgical hardware." (B)(6) days post-op, the patient presented for a consultation. Diagnoses included: low back pain and bilateral sciatica, lumbar disk disorder and fixation l4, l5, and s1, medication reaction sensitivity, gi difficulty pain and nausea related to back pain and medications. (B)(6) days post-op, the patient reported drainage from his lumbar area, "treated last week" with an antibiotic "has noticed some increased lumbar spasms and has been using amrex and percocet. His back and leg symptoms remain essentially unchanged."

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.